Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed a discrepancy between the observed sequence counters and the event counters while reviewing the pacing count data. It was noted there was no atrial lead present and the atrial sense-ventricular sense data was conflicting with the ventricular pacing data. The atrial sensitivity had been programmed off and the sensitivity had recently been changed to 0.4mv, as there was a right ventricular lead connected to the atrial port to pace the right ventricle. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.